Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The 27mm closure device was successfully implanted with < 1/3 shoulder and a complete seal. The patient was discharged. At the routine 45-day follow up, the physician noted the device position remained unchanged, however device related thrombus on the device.